Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician advanced a 20mmx2.50mm apex balloon to dilate the calcified lesion. The apex balloon was inflated to 10atms and ruptured. On the second inflation the balloon ruptured at 10atms. The procedure was completed a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).